Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was admitted to the emergency room due to the opening of the pocket site incision that caused discomfort. The patient was also experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a pocket repositioning and ipg replacement procedure. The patient was doing well postoperatively and administered antibiotics. The explanted device will not be returned.